Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon arrival the stm reported that the offsets were out of calibration and that the iabp had multiple error #58 and error #124. The stm attempted to calibrate; however the program would hang up and not complete. The stm reloaded the software and was able to calibrate. The stm let the iabp run over the weekend. The stm returned to the facility and noticed that the iabp had stopped and multiple error #58 and error #124 had occurred again. To address the issue the stm replaced the pneumatic interface module (pim), drive manifold, drive and vacuum transducers and the solenoid driver board. The stm then started the iabp and let it run overnight. The stm returned the following day and the iabp was pumping with no errors. The stm then performed a full calibration as well as all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a low ap and that the iabp displays a "require service" message. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b3, b4, b5, e1 (event site email), e2, e3, g3, g4, g7, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a low arterial pressure (ap) and that the iabp displayed a "require service" message. There was no harm or injury to patient and no adverse event was reported.